Event description:
Procedure: colonoscopy. Reportedly, the surgeon was using a snare to remove a polyp. The surgeon was cauterizing around the polyp before removing it. The generator settings were 20 cut and 20 coag. The polyp was removed and upon visual examination with the scope, everything looked fine. Later that evening while at home, the pt experienced abdominal pain. They were brought to a hosp ER, which reported they had an acute abdomen. An exploratory lap procedure was performed and they found a 1cm perforation on the proximal transverse colon. The pt was sutured and was discharged later that day. The current pt status is ok.